Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device and two unknown needles opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument could not be loaded with the two received needles or pmv needle. A post marketing vigilance (pmv) inventory device was loaded with the two received needles and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the misaligned jaw gap. A review of the device history record indicates that the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the device history record could not be performed for the needles because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications at the time of manufacture. The secondary condition of a misaligned jaw gap was noted. Assembly enhancements have been implemented to address the secondary finding. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4). Additional attempts have been made to obtain additional information and the return of the device for evaluation. Should new information become available a supplemental will be sent. (B)(4).

Event description:
According to the reporter: the needle fell out twice.